Event description:
It was reported that the clinician was unable to advance the spring wire guide (swg) through the arrow raulerson syringe (ars) and as a result, it was not used on the patient.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.